Event description:
Device 1 of 3. Ref. MFR. Reports: 1627487-2013-16382 and 1627487-2013-16383. The patient has four pns (off-label) leads from three separate lots. It was reported the patient's front supraorbital lead was starting to erode through the skin. Allegedly, the physician opened the incision and moved the lead back into place. The patient reported effective stimulation coverage. As the affected lead is unknown, all of the patient's leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.